Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injuried as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the mlfunction. The cse inspected teh device and replaced the bdu, ai and motherboard pcb as well as the power supply and associated cables. The unit passed extended self testing.